Event description:
Related manufacturer reference number: 2017865-2021-36124. New information received notes that the right ventricular (rv) lead was capped and replaced on (B)(6) 2021. The left ventricular (lv) lead exhibited failure to capture since it was programmed with respect to the rv coil. Once the rv lead was replaced, the lv lead was functioning appropriately within normal limits. The patient was in stable condition.

Manufacturer narrative:
Correction: b5 revision date was incorrectly reported as (B)(6) 2021, and should be reported as (B)(6) 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related reference manufacturer number: 2017865-2021-28182. It was reported that the patient presented for follow up in clinic. Device interrogation revealed the right ventricular lead exhibited high defibrillation impedance and suspected lead fracture. The implantable cardioverter defibrillator (ICD) recorded episodes of non-sustained rv oversensing due to post-paced t-wave oversensing. The lead was capped on (B)(6) 2021. The ICD was exchanged during the procedure. The patient was in stable condition.